Manufacturer narrative:
(B)(4). The customer reported that the device boots/powers on to philips logo only (hangs). There was no report of pt involvement or adverse pt impact. On (B)(6) 2012, the customer reported that they had ordered and replaced the processor pca to resolve this issue. The device passed all testing and was returned to service.

Event description:
The customer reported that the device boots/powers on to philips logo only (hangs). There was no report of pt involvement or adverse pt impact.